Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the log files provided did not match the reported event date or reported batch. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 3008452825-2023-00352 was not submitted. Further review of the event confirmed that the product did not contribute to the serious injury.

Event description:
Related manufacturing reference: (B)(4). During atrial fibrillation ablation procedure. A pericardial effusion occurred, which required a pericardiocentesis to stabilize the patient. The non-abbott catheter (xtrem decapolar) was inserted into the coronary sinus. And common flutter was ablated with the ablation catheter. Double transseptal access was used and mapping/modeling of left atrium in sinus rhythm with the mapping catheter was done. Wide area circumferential ablation of pulmonary veins with was then performed with the ablation catheter. The physician was ablating the left pulmonary vein in the posterior, when it was noted, the patient's vital signs became unstable. A transthoracic echocardiogram was done to confirm the effusion. And a pericardiocentesis was performed to stabilize the patient. It is unknown, what caused the effusion. As a result of the effusion, isolation of left pulmonary vein not terminated. There were no reported performance issues with any abbott device.